Event description:
The customer reported recovering 0.0 on all parameters for an map (microtube for automated process) sample in a single sample run involving the unicel dxh 800 coulter cellular analysis system. The sample was repeated on a coulter lh 780 hematology analyzer and results which were considered correct were obtained. The erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The provided patient data indicates that the initial sample run generated results of 0.0 for wbc (white blood cell), monocyte, basophil, rbc (red blood cell), and hgb (hemoglobin) in addition to the instrument-generated error messages and p-flags (partial aspiration detected during sample analysis). The data also displayed incomplete computation (¿..) For hct (hematocrit), mcv (mean corpuscular volume), mchc (mean corpuscular hemoglobin concentration), and rdw (red cell distribution width) with instrument-generated messages. The initial result also indicated the presence of nrbc (nucleated red blood cell) which were absent on the lh 780. There was a significantly higher result for eosinophil and lower results for lymphocyte, monocyte and neutrophil with instrument-generated messages on the initial sample run compared with the results from the rerun.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and aligned the probe on the sam (sample aspiration module) as the probe was firmly touching the bottom of the tube, preventing proper sample aspiration. The fse verified alignment and verified that subsequent map samples were properly aspirated. Failure mode is attributed to a misaligned aspiration probe which prevented proper sample aspiration from the microtube.